Event description:
It was reported that after a change out procedure approximately sixteen months ago the patient's implantable cardioverter defibrillator (ICD) had migrated to a lower position in the pocket, resulting in pain in the device pocket and pain in their left arm, restricting the use and movement of their arm. It was determined the patient was no longer in need of the ICD, so the device was removed and no replacement was implanted at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.